Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebs0167 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebs0167) have been reported from the same facility.

Event description:
The facility reported to the sales rep that when inserting the introducer into the patient, the sheath ¿fishmouthed¿ preventing it from delivering smoothly into the vessel. Once the "fishmouthing" happened it created issues with placement of the line as well as bleeding once the device was removed. This file addresses device two of two.